Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 500 mg/dl. The customer was only calling for assistance in setting a temporary basal rate. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.